Event description:
It was reported by service report that the head end lift was not working and would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: sensor coil cord.